Event description:
Portion of wound drain broke off inside of patient at the time drain was removed. Piece was discovered on an x-ray one week post-op. Wound drain piece was removed three weeks post-op through a small incision in the hip.